Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported chemo drug leaked from spike filter vent. The event was noted during infusion and there was no unprotected drug exposure. There was no impact to patient or healthcare provider and the spill was cleaned per facility protocol. There was no other physical damage reported. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
D10: device received 6feb2025. Investigation summary received one (1) used. List #123390488 primary plum set. As received, the bag spike vent filter was observed to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of a leak from the spike filter vent can be confirmed. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.